Event description:
It was reported that the customer bumped into something and as a result the pump touch screen became shattered and unresponsive. The customer's blood glucose was 98 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.